Event description:
The manufacturer received request for preventive maintenance and updates. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, no errors were found in the error log but during the evaluation test, a ventilator inoperative error code for evt_press_sensors_failure (both the outlet and monitor pressure sensor failed) occurred. The system board was replaced to address the issue. Additionally, during the evaluation test two vent service required error codes occurred. Evt_out_press_railed_high (outlet pressure sensor railed to maximum positive value) and evt_mon_press_railed_high (monitor pressure sensor railed to maximum positive value) mean that the ventilator will still provide therapy due to having primary and secondary sensor. If both fail, will give a ventilator inoperative alarm condition. These are not reportable malfunctions. The system board was replaced to address the issues.